Event description:
During an in-clinic follow-up, loss of capture was observed on the right ventricular (rv) lead. The cause of the event was suspected lead damage. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of lead damage and failure to capture were not confirmed. As received, a complete lead was returned in one piece. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.